Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, post implant on the same day, the left ventricular (lv) lead appeared to exhibit non capture. Approximately a week later, it was noted that the lead had dislodged out of the vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.